Event description:
Provider states that left pivot link is broken. No injury.

Manufacturer narrative:
(B)(4). Follow up #001. Initial (B)(4) issued MFR. Report # 966091-2012-00652. This event has been deemed non reportable due to information obtained from the dealer. The dealer stated that he inspected the wheelchair when he removed it from the box and the left pivot link was already broken. This is an out-of-box failure at the dealership, no user involvement.